Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted on (B)(6) 2016 and the patient was upgraded to a dx system.

Event description:
Questionable noise was noted on both iegms . The plan is to implant a new lead and not explant current lead.